Event description:
The customer called for help with his meter. While troubleshooting, it was discovered the meter was intermittently missing segments. The customer was not aware of the missing segments, but stated that he did not adjust his medication or diet as a result of the readings. No adverse events were alleged. The meter is to be returned for evaluation. A breeze 2 meter kit was sent to the customer.